Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 1 patient sample tested on a cobas 6000 c (501) module. Results for the sodium (na) test were affected. Initial result: 160 mmol/l. Repeat result: 137 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer checked the instrument and found no cause for the event. He performed ise checks, mechanism checks, and verified pump pressures, and they were all within specifications. He then visually inspected the reaction cells and found indentations throughout the cells. He replaced all cuvettes, performed a cell blank, and a bath water exchange. The customer performed calibration and qc with successful results. Precision studies were performed, and they were within specifications. The investigation is ongoing.

Manufacturer narrative:
The calibration was last performed on 13-jul-2025, and it was acceptable. The qc recovery was within the ranges. There was no indication of a performance issue with the reagent. A final inspection of the tubing at the vacuum bottle and mechanism revealed no signs of leaks or loose tubing. The field service engineer verified that the instrument was performing within specifications. The investigation determined that the issue was related to maintenance.